Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported issue but was able to verify the reported issue occurred via the electronic patient record. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power four (4) times during a patient event. The patient was reportedly being monitored during the event and did not suffer any adverse effects. The customer indicated that following the reported issue, a backup device arrived on scene approximately 3 minutes following the reported issue. No additional information of the patient or the event has been provided.